Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two mentor memorygel xtra breast implants. Post-operatively, the patient suffered bilateral breast infection. The patient had staph and cellulitis and suffered implant rejection. As a result, the patient underwent multiple surgeries including would vac, antibiotic treatments, and bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 10, 2024, mentor received additional information that provided the patient's identifier and date of birth. These information have been populated accordingly.

Manufacturer narrative:
On june 14, 2024, mentor received additional information indicating that the patient underwent collection of body fluid culture on (B)(6), 2023 and that where they found the colony of staphylococcus capitis. In addition, the patient actually underwent left breast implant removal on (B)(6) 2024 and the right breast implant was removed on (B)(6) 2024.